Event description:
Through implant patient registry, it was learned that a patient with a 25mm 11500a resilia aortic valve, implanted in the pulmonic position, was explanted after an implant duration of 26 days due to unknown reason. The explanted valve was replaced with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, h2, and h6 ( type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 11500a resilia aortic valve, implanted in the pulmonic position, was explanted after an implant duration of 26 days due to infection leading to rvot defect causing obstruction of the conduit, severe accelerated flow in the valved conduit resulting in pulmonary stenosis. The explanted valve was replaced with a 25mm 11500a aortic valve. Per the medical records, admitted twenty-six days s/p pvr with sternal wound infection, rv overload and aki. His sternal wound infection was treated with antibiotics. The patients condition deteriorated , developing cardiogenic shock and was diagnosed with rvot obstruction leading to multiple organ system failure. The preoperative work-up included measurement of right-sided pressures and transesophageal echocardiography. There was also evidence of thrombotic material in the proximal right pulmonary artery, and severe flow acceleration in the valved conduit. Preoperatively the indication for surgery was non rheumatic pulmonary valve stenosis. The patient was taken critically ill and taken emergently for surgery , his prognosis noted as not good. On entering the mediastinal space, a 1.5cm defect was observed in the suture line of the rvot and conduit, the edges of the defect were macerated and noted to be unhealthy , there was an abscess, a fair amount of murky looking thrombotic material and purulent material was drained from near the graft. This was sent for culture. The valve conduit was resected from the rvot and pulmonary bifurcation. The rvot was debrided back to healthy appearing muscle. The pulmonary valve replaced 25mm 11500a aortic valve , this valve was sutured to the reconstructed rvot and a patch closure was completed up to the pulmonary artery bifurcation. The patient was weaned from cpb. Tee at this stage indicated persistent flow acceleration near the pa bifurcation anastomosis with the graft and a gradient of 40mmhg. Cpb was resumed and the distal anastomosis augmented with a patch. The patient was weaned from cpb, the left and right ventricles appeared to be functioning well. The patient was decannulated. The patient was both profoundly vasoplegic and coagulopathic. The patient received multiple blood products and when surgical bleeding was controlled he was transferred to ICU in critical condition. Cultures taken at time of surgery, gram, gms, and pas stains are negative for organisms. The patient expired on pod #2. The principal discharge diagnosis was sternal wound infection.